Event description:
Patient reports the screen was displayed when he did not touch a button. Then he noticed the pump scrolling through the screens as if he was pressing buttons when he wasn't. Now his keypad will not respond at all. There was no adverse event associate with this complaint. The pump was replaced

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental will be sent. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 06/08/2012 device evaluation: the insulin pump has been returned and evaluated by product analysis on 05/14/2012 with the following findings: on investigation, the keypad was found to be damaged with a hole on the up arrow button, exposing the button contact. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Testing confirmed the keypad buttons to be intermittently unresponsive, requiring multiple presses to evoke response. The keypad buttons do not have normal spring back or click. Testing was unable to confirm the buttons are sticking and over-responding/scrolling to button presses. The keypad was removed for investigation and revealed contamination present under the all button contacts.